Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 203 mg/dl (inform meter) and 462 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer indicated there may be no strips left to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.